Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the lead was returned in three pieces. Final analysis found that the insulation was abraded at 12.7 cm to 12.8 cm from the connector pin, which exposed the outer coil, and external insulation abrasion breaching the outer insulation was noted at 5.4 cm to 5.7 cm and 10.2 cm to 10.7 cm from the proximal cut end. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. (B)(4).

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Please note the correction for reference report number 2017865-2016-01878. Date of event should be (B)(6) 2016; not blank.